Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the rubber on the acoustic lens being damaged and peeled off could not be determined due to the lack of further event information. The event can be prevented by following the instructions for use which state: ¿important information ¿ please read before use warnings and cautions caution ·do not coil the ultrasonic cable into a diameter of less than 12 cm. Equipment damage can result. ·do not apply shock to the distal end of the insertion tube, particularly the ultrasonic transducer and the objective lens surface at the distal end. This could cause abnormalities in the visual and/or ultrasonic images. ·do not twist or bend the bending section with your hands. Equipment damage may result. ·do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: distal sheath was cut; due to a chip, the objective lens had a snag on it; the light guide lens had a chip; the adhesive on the distal sheath had a chip; the connecting tube was buckled and the coating was peeling; due to wear of the forceps elevator lever, the up/down knob could not be locked securely; due to a pinhole on the distal shealth, water tightness is lost; due to wear of the angle wire, the bending angle in the up/down and right/left directions did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value; due to wear of the angle wire, the play of the right/left knob was out of the standard value; ultrasonic cable has a buckling; the suction cover plate was detached; the suction cover had a chip; the ultrasonic cable was buckled; and the grip had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the rubber balloon at the distal end of the ultrasonic gastrovideoscope was defective. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the pink rubber on the ultrasound probe was cut. This report is to capture the reportable malfunction of the ultrasound probe defect noted at estimation.